Manufacturer narrative:
(B)(4). Batch # t95508. Investigation summary: the analysis results found that the el5ml device was received with no damage in the external components and with a clip was present in the jaws. The indicator wheel did not show any orange. The trigger was actuated in order to test device functionality and 6 total clips were formed (5 fed into jaws with no issues). The orange indicator wheel functioned properly as the last remaining clips were fired. The anti-backup / lockout functionality was tested and found to be non-functional. The device was first "x-rayed" by an rdl technician to confirm whether the ratchet pawl spring was in the correct position. The ratchet pawl spring was observed to be in position and correctly engaged to both the ratchet pawl component and the handle post. The device was then disassembled and the ratchet pawl spring was confirmed to be present and in the correct position. The ratchet pawl was examined and no obvious damage was noted to the component. No other anomalies were noted with the device assembly or components and no conclusion could be determined regarding the cause of the non-functioning anti-backup and lockout. No conclusion could be reached on how the anti-backup and lockout were damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the device was locked out during use. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.